Manufacturer narrative:
Correction: additional information added to the product grid. The following information has been updated: d.4. Medical device lot#: see h.10. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 8295675. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 2018-12-10. D.4. Medical device lot : 8316913. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: 2019-01-04. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-09-25. H.3. Device returned to manufacturer: yes h3 other text : see h.10.

Event description:
It has been reported that one syringe 0.5ml 31ga 8mm 10 bag has been found damaged before use. The following has been provided by the initial reporter: it was reported that one syringe needle was bent after removing the needle shield and a second syringe plunger rod was damaged. Relion consumer reported: finding bent needle after removing shield from 1 syringe plunger rod broken on a second syringe from same box, found the piece broken off in the loose in bag. 2 issues, 2 different bags, same box. Syringes were not used. Incident date unknown. 1/2ml, 31g, 8mm. Lot: 8295675.

Event description:
It has been reported that one syringe 0.5ml 31ga 8mm 10 bag has been found damaged before use. The following has been provided by the initial reporter: it was reported that one syringe needle was bent after removing the needle shield and a second syringe plunger rod was damaged. Verbatim: relion consumer reported: finding bent needle after removing shield from 1 syringe plunger rod broken on a second syringe from same box, found the piece broken off in the loose in bag. 2 issues, 2 different bags, same box syringes were not used, incident date unknown, 1/2ml, 31g, 8mm, lot: 8295675.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 8295675 and (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag from lot # 8316913. Customer states that the needle was bent after removing the needle shield and the plunger rod was damaged. Both returned syringes were examined and the sample from lot # 8295675 exhibited a broken thumb press on the plunger and the sample from lot # 8316913 exhibited a bent cannula. A review of the device history record was completed for batch # 8295675 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8316913. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula for lot # 8316913, broken plunger for lot # 8295675). -unconfirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula for lot # 8295675, broken plunger for lot # 8316913). As per investigation completed by manufacturing, "on 01oct2019, holdrege received complaints, via pictures, from material 328509, batch 8295675. The physical samples were requested to be sent, and were received on 07oct 2019. Two (2) 0.5ml, 31ga x 8mm syringes were received, each in an open polybag. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of one of the syringes found the cap to be crushed and the thumb press to be broken off and loose inside the cap. There were white stress marks on the thumb press where it had been damaged when the cap was crushed. Process summary: the assembly operation feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. The syringes are conveyed to the packaging operation where a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that forms the perforation and a knife that severs the bag from the roll. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. The DHR was reviewed and nothing was found that pertained to this issue. A definitive root cause cannot be determined. On 01oct2019, holdrege received samples of material 328509 & batch 8295675. Two (2) 0.5ml, 31ga x 8mm syringes were received, each in an open polybag. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of one of the syringes found to have bent cannula. Process: ¿racks loaded with hubs travel down a conveyor towards the cannulator. ¿they approach the cannulator turning horizontally in order to receive cannula. ¿racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿the finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: ¿reviewed the logbooks and l2l for machine adjustment during the production window on the batch#: 8295675. Did not find any adjustments. ¿reviewed DHR documentation and did not find any quality non-conformances/ quality notifications created. Root cause: root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5ml 31ga 8mm 10 bag has been found damaged before use. The following has been provided by the initial reporter: it was reported that one syringe needle was bent after removing the needle shield and a second syringe plunger rod was damaged. Verbatim: relion consumer reported: finding bent needle after removing shield from 1 syringe plunger rod broken on a second syringe from same box, found the piece broken off in the loose in bag. 2 issues, 2 different bags, same box syringes were not used incident date unknown 1/2ml, 31g, 8mm lot: 8295675.